Event description:
Event description cpi received information that this endotak down-sized lead (0125) was explanted because of inadequate shocks, after a motorbike accident. It was replaced with another (0125) lead.